Event description:
This is a report by a baxter employed nurse from (B)(6) of six step hand wash not done properly and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date in 2011, the patient experienced six step hand wash not done properly. On (B)(6) 2011, the patient experienced peritonitis which did not require hospitalization. On that same date, the patient began remedial therapy with vancomycin (1gm, for 5 days, ip) and amikacin (250mg, daily, ip). The root cause of the peritonitis was the six step hand wash not done properly. It was not reported whether the patient was retrained in proper hand washing technique. At the time of this report, dianeal pd2 ultrabag therapy was ongoing and the event of peritonitis had not resolved. Concomitant medications were not reported. The nurse considered the event of peritonitis to be unrelated to dianeal pd2 ultrabag therapy. The nurse did not provide an assessment of causality for the event.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.